Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with the carrier system resulted in what was believed to be a complete opening. A follow up computerized axial tomography scan performed 14 days post placement revealed a clot in the lower inferior vena cava and pulmonary embolus on the right side. The patient is currently being treated with anticoagulants. One delivery system in the released position with a sheath was received, evaluated and retained by this manufacturer. The filter remains implanted and was therefore not returned for evaluation. The engineering evaluation of the delivery system revealed straight scratches located inside the carrier extending from the proximal end to the distal end. It was indicated continual flushing of the carrier system during the implant procedure was not performed, which co believe may have contributed to this event. Directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pulmonary embolism."